Event description:
It was reported by service report that the foot left siderail will not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.